Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle dislodged during its passage through the subcutaneous tissue after several points made without difficulty. The needle was found and removed using a brightness amplifier.